Manufacturer narrative:
Batch review performed on (B)(6) 2018. Lot 136190: 120 items manufactured and released on 17 february 2014. Expiration date: (B)(6) 2019. No anomalies found related to the problem. To date, 119 items of the same lot have been already sold without any similar reported event.

Event description:
The patient came in complaining of pain 4 years after the primary surgery. The surgeon determined that the stem was loose. The surgeon revised the stem, head and liner. The surgeon used another company's stem and head with a medacta liner. The surgery was completed successfully.